Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use a backup insulin pump to ensure insulin delivery was not interrupted and was instructed to return the problematic pump to tandem using a pre-paid label. Technical support confirmed the customer¿s address and sent a replacement pump, advising the customer on steps to take upon receiving it, including ensuring the pump is put into storage mode before return.